Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius, creases flat and wear abrasion. Leak test and microscopic analysis was performed which identified: striated opening on radius and sharp opening on anterior. A dimension measurement in the shell was performed which identify the thickness within specification the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on radius assessed as surgical damage a sharp opening on anterior assessed as an unidentified (tear) opening

Event description:
Healthcare professional reported left side deflation. Device has been explanted and replaced.